Event description:
Patient presented to the physician with right-side jaw pain that radiates to the right ear. Physician prescribed pain medication. Patient presented back with increased pain. Physician increased the dosage of pain medication and referred the patient to physical therapy.

Event description:
Patient presented back to the physician with continued pain. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with continued right-side ear pain and jaw pain. Patient was diagnosed with glossopharyngeal neuralgia. Physician prescribed additional pain medication and referred the patient to an acupuncturist.